Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a peripheral artery disease endovascular therapy. During procedure, upon first inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.